Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up transesophageal echocardiography (tee) it was noticed the closure device dislodged. The closure device was removed percutaneous snare on (B)(6) 2025. There were no patient complications and successful removal of the closure device. No further information provided at the time of this report. It was further reported that the closure device embolize to the left subclavian vein. The patient was discharged the next day after the closure device was removed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036264528. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization (additional device required). Risk review: a risk review was completed and confirmed that the event of implant embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up transesophageal echocardiography (tee) it was noticed the closure device dislodged. The closure device was removed percutaneous snare on (B)(6) 2025. There were no patient complications and successful removal of the closure device. No further information provided at the time of this report.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine follow up transesophageal echocardiography (tee) it was noticed the closure device dislodged. The closure device was removed percutaneous snare on (B)(6) 2025. There were no patient complications and successful removal of the closure device. No further information provided at the time of this report. It was further reported that the closure device embolize to the left subclavian vein. The patient was discharged the next day after the closure device was removed.